Manufacturer narrative:
Footboard cracked with sharp edges and bumpers broken off.

Event description:
It was reported by service report that the footboard shell was cracked and there were sharp edges. The customer could not determine if there was pt involvement or if there were adverse consequences to report.